Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during the initial drain on the home choice (hc). The home patient (hp) cycled the power and the hc alarmed se 2367. The technical service representative (tsr) advised the use of new disposables. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. If additional relevant information is received a follow-up will be submitted.